Manufacturer narrative:
The customer reported a patient developed an unstageable pressure ulcer to the occipital area with use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but it was confirmed it did not require medical or surgical intervention. The patient in this event was a 71-year-old male weighing 85 kg and measuring 1.8 m in height. The patient was admitted to the burns intensive care patient. A purpose t pressure ulcer risk score at the time of the original admission assessment to the ICU was ¿(B)(6)." Details of the patient's medical history were requested but not provided. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Pressure ulcers covered with slough or eschar are unstageable by definition. The base of the ulcer needs to be visible in order to properly stage the ulcer, as slough and eschar do not form on stage 1 or stage 2 pressure ulcers, the ulcer will reveal itself as either a stage 3 or stage 4 pressure ulcer. A stage 3 pressure injury is defined as full thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage 4 pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. In this event, the customer confirmed there has been no medical intervention required to date. However, an unstageable pressure ulcer meets the definition of a serious injury as it involves full-thickness skin and/or tissue loss and will likely require medical and or surgical intervention to preclude permanent impairment to body function or permanent damage to body structure. Additionally, there was no allegation of device malfunction, however, an inspection of the device is currently being arranged. At this time, it is undetermined whether the device caused or contributed to the serious injury (unstageable pressure injury). If any additional relevant information is received, the case will be evaluated accordingly. Clinical evaluation revised with the receipt of device inspection details on (B)(6) 2023 the customer reported a patient developed an unstageable pressure ulcer to the occipital area with use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but it was confirmed it did not require medical or surgical intervention. An inspection performed by a hillrom technician noted that there was no malfunction with the device. The technician performed functional, visual and audible tests per the service manual and the bed functioned as designed. In this event, the customer confirmed there has been no medical intervention required to date. However, an unstageable pressure ulcer meets the definition of a serious injury as it involves full-thickness skin and/or tissue loss and will likely require medical and or surgical intervention to preclude permanent impairment to body function or permanent damage to body structure.

Event description:
The customer reported a patient developed an unstageable pressure ulcer to the occipital area with use of the progressa bed and mattress. There was no report of device malfunction. The customer also noted the patient's repositioning frequency was increased from every 4 hours to every 2 hours. The current stage of the injury is unknown, but it was confirmed it did not require medical or surgical intervention. The bed was located at the account. This report was filed in our complaint handling system as complaint #: (B)(4).